Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device had paddle defect and need a replacement. There was no patient involvement.